Event description:
It was reported that the physician was getting an output disabled error message with error code 10 when checking a patient with an m106. The patient had come to the emergency room because the mom thought the device was not working. The patient was swiping their magnet and did not feel anything. Error code 10 is known to be a burst watch dog timeout issue that occurs when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. The patient's magnet output current and autostimulation output current were set to qual values and normal mode output current was one step lower. No additional relevant information has been received to date.